Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient underwent an unrelated surgical procedure and the ipg was placed into surgery mode. Manufacturer representative was able to recover the ipg with troubleshooting, restoring the therapy.